Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The lead that was returned was otherwise normal.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to lead dislodgement. It was noted that the patient was in atrial flutter though out the procedure. While performing post-implant programming, sensing and capture issues indicative of potential lead dislodgement were noted. Lead dislodgement was confirmed through x-ray. The ra lead sustained insulation damage while re-opening pocket with electrocautery. The lead was explanted and replaced successfully. Patient was stable before, during and after the procedure and was asymptomatic to the dislodgement.